Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. No patient information provided after calls to customer on 01/06/20, 01/09/20, and 01/14/20.

Event description:
The hospital reported the unit shut down during a case and lost the ability to mechanically ventilate. There was no report of patient injury.